Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found optic and plate haptic torn. Piece of optic and plate haptic torn off and missing. There was evidence of dark residue on lens surface. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tf toric optic silicone single piece lens. Lens tore upon insertion into the eye because the lens was dry. Lens was cut into pieces to be removed from the eye. The incision was not enlarged and no suture was used. Another same model and size lens was implanted. The reporter stated there was no product malfunction. The facility stated the viscoelastic used was thicker and dried faster.